Manufacturer narrative:
Pt info: pt was not asked for this info. (B)(4). It was unknown if the initial reporter sent a report to the FDA. Device evaluation in progress.

Event description:
On (B)(6) 2013 patient reported there are 5 little spots on the top right corner of the display of the infusion device. Patient stated they almost look like water spots. Patient reported it looks like water but did not know when the infusion device would have gotten wet. Patient stated the damage is outside of the area that indicates insulin amounts. Submitted request for assistance. On (B)(6) 2013 preliminary evaluation found that misinterpretation of insulin amounts is possible. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button does not respond to commands due to the contamination inside the button. The display was tested successfully and fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.